Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: we received a cartridge decontaminated (medwatch 9610612-2018-00590) and one original sealed cartridge from the same batch. The distal tip of the cartridge is broken off. Five clips remained in the cartridge. Investigation - investigation was carried out visually and microscopically. The analysis of the fracture pattern illustrated a forced fracture due to overload. No pores, inclusions or foreign bodies could be found on the point of rupture. No deviation could be found on the original sealed cartridge. Batch history review - the device quality and manufacturing history records have been checked for the available lot number and found to be according to our specifications valid at the time of production. No similar incidents have been filed with products from this batch. Conclusion and root cause- based on the information available as well as a result of our investigation the root cause of the failure is most probably related to an insufficient usage. Rationale- according to the quality standard and DHR files a material defect and production error can be excluded.

Event description:
It was reported that during surgery a piece of the clip magazine broke off. The magazine was originally inserted onto the applicator instrument without difficulty and 2 clips were used successfully. Next, when triggering the applicator again the magazine fell into the abdomen. It was retrieved and all pieces confirmed as removed. Further details were requested but not yet provided.